Event description:
Philips received information that the customer reported during a pt procedure, the operator was attempting to move the pt table down using the gantry control panel when they noticed the table briefly moved up instead of down. The operator depressed the button and all table motions stopped. When the operator reattempted the same table motion and the table continued with the correct motion. The procedure was able to be completed with no errors. There was no harm to the pt or operator due to this reported event.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).